Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for completion of periodic maintenance. There was no patient involvement, and harm or injury reported. During evaluation of the device, the unit failed the "audible alarm" final test. The buzzer assembly and system printed circuit board assembly were replaced to address the issue. The device passed final testing after repair and was confirmed to operate properly. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. Additional findings not related to the malfunction/issue: the fio2 sensor failed during final testing requiring the replacement of the proximal filter.